Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ak4503 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the needle disassembled from the suture needle. There were no adverse patient consequences reported.